Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain"), genital haemorrhage ("abnomal bleeding"), vaginal abscess ("infection (other) describe: post surgical infection -vaginal cuff abscess") and abdominal pain ("exploratory surgery due to abdomen pain/ left side of pain") in a 25-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from (B)(6) to (B)(6) . Concomitant products included amitriptyline, amoxicillin;clavulanic acid (augmentin bd), dextropropoxyphene napsilate;paracetamol (darvocet-n), ethinylestradiol;norgestimate (mononessa) in (B)(6) , hydrocodone bitartrate;paracetamol (vicodin), naproxen sodium (anaprox ds), norethisterone acetate (aygestin), phenazopyridine hydrochloride (pyridium) from (B)(6) to (B)(6) and sertraline hydrochloride (zoloft) from (B)(6) to (B)(6) . In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression (had to do out patient treatment)"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and hypoaesthesia ("left side of abdomen numb"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ I would have large blood clots"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vulvovaginal rash ("I was getting bad rashes in my vaginal area from using soap"). In (B)(6) 2008, the patient experienced amnesia ("neurological conditions or problems type:short term memory loss and cognitive thought"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes :increased frequency"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal abscess (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis contact ("allergic or hypersensitivity reaction type: sensitivity to body soap"), constipation ("gastrointestinal or digestive system condition type:constipation") and cognitive disorder ("cognitive thoughts"). The patient was treated with surgery (exploratory surgery and hysterectomy with bilateral salpingectomy unilateral oopherectomy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, cystitis, urinary tract infection, vaginal infection and constipation had resolved, the genital haemorrhage, vaginal abscess, vaginal haemorrhage, menorrhagia, dermatitis contact, female sexual dysfunction, depression, pollakiuria, migraine, headache, nausea, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, hypoaesthesia, vulvovaginal rash and cognitive disorder outcome was unknown and the fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, amnesia, cognitive disorder, constipation, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, pelvic pain, pollakiuria, urinary tract infection, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal rash to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Reporter's information was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), sensitivity to body soap, bladder infection, utis and vaginal infection, apareunia (inability to have sexual intercourse), post surgical infection - vaginal cuff abscess, depression (had to do out patient treatment), increased frequency, migraines , headaches, nausea, short term memory loss, dysmenorrhea (cramping), abdominal pain, dyspareunia , vaginal discharge, fatigue, constipation, hair loss, left side of abdomen hurt and sometimes it would go numb, I was getting bad rashes in my vaginal area from using soap, cognitive thoughts. Updated outcome of events. Updated onset date of events. Historical drug, concomitant drug, lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal abscess ('infection (other) describe: post surgical infection -vaginal cuff abscess'), pelvic pain ('chronic pain'), abdominal pain ('exploratory surgery due to abdomen pain/ left side of pain') and oophorectomy ('unilateral oophorectomy') in a 25-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2001 to 2003. Concomitant products included amitriptyline, amoxicillin trihydrate;clavulanate potassium (augmentin bd), dextropropoxyphene napsilate;paracetamol (darvocet-n), ethinylestradiol;norgestimate (mononessa) in 2014, hydrocodone bitartrate;paracetamol (vicodin), naproxen sodium (anaprox ds), norethisterone acetate (aygestin), phenazopyridine hydrochloride (pyridium) from 2013 to 2017 and sertraline hydrochloride (zoloft) from 2006 to 2007. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression (had to do out patient treatment)"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and hypoaesthesia ("left side of abdomen numb"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ I would have large blood clots"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vulvovaginal rash ("I was getting bad rashes in my vaginal area from using soap"). In (B)(6) 2008, the patient experienced amnesia ("neurological conditions or problems type:short term memory loss and cognitive thought"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes :increased frequency"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal abscess (seriousness criteria hospitalization and medically significant), 13 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnomal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis contact ("allergic or hypersensitivity reaction type: sensitivity to body soap"), constipation ("gastrointestinal or digestive system condition type:constipation") and cognitive disorder ("cognitive thoughts") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (exploratory surgery and hysterectomy with bilateral salpingectomy .). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the vaginal abscess, oophorectomy, genital haemorrhage, vaginal haemorrhage, menorrhagia, dermatitis contact, female sexual dysfunction, depression, pollakiuria, migraine, headache, nausea, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, hypoaesthesia, vulvovaginal rash and cognitive disorder outcome was unknown, the pelvic pain, abdominal pain, cystitis, urinary tract infection, vaginal infection and constipation had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, amnesia, cognitive disorder, constipation, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, pollakiuria, urinary tract infection, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal rash to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. On (B)(6) 2020: pif received. Insertion date updated, product information, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal abscess ('infection (other) describe: post surgical infection -vaginal cuff abscess'), pelvic pain ('chronic pain'), abdominal pain ('exploratory surgery due to abdomen pain/ left side of pain') and oophorectomy ('unilateral oophorectomy') in a 25-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2001 to 2003. Concomitant products included amitriptyline, amoxicillin trihydrate;clavulanate potassium (augmentin bd), dextropropoxyphene napsilate;paracetamol (darvocet-n), ethinylestradiol;norgestimate (mononessa) in 2014, hydrocodone bitartrate;paracetamol (vicodin), naproxen sodium (anaprox ds), norethisterone acetate (aygestin), phenazopyridine hydrochloride (pyridium) from 2013 to 2017 and sertraline hydrochloride (zoloft) from 2006 to 2007. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced depression ("psychological or psychiatric problems condition: depression (had to do out patient treatment)"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and hypoaesthesia ("left side of abdomen numb"). In (B)(6) 2006, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ I would have large blood clots"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vulvovaginal rash ("I was getting bad rashes in my vaginal area from using soap"). In (B)(6) 2008, the patient experienced amnesia ("neurological conditions or problems type:short term memory loss and cognitive thought"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pollakiuria ("bladder or urinary problems or changes :increased frequency"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal abscess (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnomal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis contact ("allergic or hypersensitivity reaction type: sensitivity to body soap"), constipation ("gastrointestinal or digestive system condition type:constipation") and cognitive disorder ("cognitive thoughts") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (exploratory surgery and hysterectomy with bilateral salpingectomy .). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the vaginal abscess, oophorectomy, genital haemorrhage, vaginal haemorrhage, menorrhagia, dermatitis contact, female sexual dysfunction, depression, pollakiuria, migraine, headache, nausea, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, hypoaesthesia, vulvovaginal rash and cognitive disorder outcome was unknown, the pelvic pain, abdominal pain, cystitis, urinary tract infection, vaginal infection and constipation had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain, alopecia, amnesia, cognitive disorder, constipation, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, pollakiuria, urinary tract infection, vaginal abscess, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal rash to be related to essure (ess205). The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Hospitalization marked for event "vaginal abscess. Seriousness criteria removed for genital hemorrhage. New event added: oophorectomy. On 24-feb-2020: pif received. No new information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.